Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after showering with pump on. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, customer was informed that alarm will clear within two hours. Customer acknowledged and indicated injections or a non-tandem pump would be used as back-up therapy.